Event description:
Pt was implanted with crs fast set putty bone cement, ti matrixneuro contour mesh and screw construct on (B)(6) 2012, for a craniotomy for cranial tumor. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware due to an infection. Surgeon will wait and see before re-implanting the pt with hardware. This is 8 of 8 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.